Event description:
The nurse reported that during the silicone oil injection, the system stopped working. The surgeon completed the silicone oil injection manually. The nurse stated after the case was completed she checked the system and found a system message. The pt is doing well.

Manufacturer narrative:
The company service rep examined the system and confirmed the system message reported in the event log. The company service rep could not duplicate the problem reported. The host module was replaced for diagnostic purposes. The system was then tested and met all product specifications. The host module has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4). (B) (4).